Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has reportedly resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced pain with and without device use. The recipient has reportedly been experiencing intermittent pain since (B)(6) 2014. In (B)(6) 2015, the recipient was prescribed gabapentin 100mg once a day for 1 month, however, the issue was not resolved. In (B)(6) 2015, the recipient continued to experience intermittent pain and decreased use of the device. In (B)(6) 2015, the recipient's pain decreased and the recipient resumed device use full-time. In (B)(6) 2016, the recipient's pain returned and use of the device was decreased. There were no signs of inflammation or infection. The recipient reported that the pain is essentially gone.